Event description:
Pt returned glove to hosp pharmacy, indicating he suspected contamination of product. Only one glove was returned, not the original box. Pt indicated he had been using gloves for bowel care and had not encountered any problems. Pt requested that the rptr analyze suspected glove.